Event description:
Loaded 45 endopath ets flex with a 45mm vascular reload. When md attempted to use the stapler it would not fire. A new stapler and reload were obtained and used without any problems.